Event description:
Reportedly, abnormal coil continuity values were displayed in device memories. Real time measurements were within normal ranges. Once the software version upgraded to a newer version (2.54), normal coil continuity values were displayed.

Event description:
Reportedly, abnormal coil continuity values were displayed in device memories. Real time measurements were within normal ranges. Once the software version upgraded to a newer version (2.54), normal coil continuity values were displayed.